Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap is too loose, the sample may be spilled. When the samples were packaged for transport, the loose lid was detected."

Manufacturer narrative:
H.6 investigation summary: bd received [1] video and [1] photo for investigation. The photo was evaluated and shows a tube with the variable information visible. The video was evaluated and shows a tube with the hemogard closure being manually removed, the hemogard closure being manually replaced and then what appears to be manual pressure applied to the hemogard closure causing the hemogard closure to come off the tube. The customer¿s failure mode of stopper pop off was not observed in the video or the photo. Additionally,100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap is too loose, the sample may be spilled. When the samples were packaged for transport, the loose lid was detected."